Event description:
The patient was revised because of osteolysis, poly wear and loosening of the glenoid.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the part and lot number required to review the device history records was not provided. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 15 years of implantation. Provided information states the surgeon removed the glenoid and converted the shoulder to a hemi. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.